Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, the reported problem "internal power supply not switching to battery" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump internal power supply was not switching to battery. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.